Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the following: patient began suffering from persistent discomfort and pain in her left hip, but her doctors could not find the source of her hip pain. By (B)(6) 2009, patient's doctor was beginning to suspect that her implant was degrading metal ions into her hip. He ordered a hip aspiration and an arthrogram to try to diagnose the problem. By (B)(6) 2010, doctor had concluded that patient's hip implant had failed. Doctor recommended that patient undergo a revision surgery. However, patient was diagnosed with breast cancer before she could undergo the revision surgery. Because of the chemotherapy and radiation treatments, her physician had to postpone the revision surgery for more than a year. Consequently, patient now has a failed asr hip implant that is releasing toxic metal particles into her body and she cannot have it removed. While suffering with breast cancer, patient also must suffer with an increasingly painful hip. She cannot walk without a limp and she cannot bear weight on her left leg, and she needs to use a cane every morning. She has difficulty sleeping and she cannot sit in a chair without pain. The pain has become so bad that she must take pain medication virtually every day. Once she completes radiation treatment (planned to end in (B)(6) 2011), patient will undergo revision surgery. Update: the sales rep has reported the revision surgery. Patient was revised due to loose cup, severe osteolysis, pseudo tumor, and black synovium. Update rec'd (B)(6) 2014 - medical records received. Dob provided. Patient was revised to address metallosis. Upon revision, synovitis, a massive effusion, and cysts were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/12/17¿ medical records received. After review of the medical records for MDR reportability, revising surgeon noted findings of "massive effusion, marked foreign body metallosis type synovitus, aseptic acetabular loosening and soft tissue pseudotumor formation. Also stated that patient has "shown high blood cobalt and chromium levels." No metal ion lab values are available for review. Indicated "minimal proximal femoral osteolysis" and that the acetabular cup was "grossly loose" with "clear evidence of elliptical erosion of the bony socket". Osteolysis harm and FDA code for medwatch added to complaint. Implant loss of osseointegration FDA code added to cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.